Manufacturer narrative:
(Surgical intervention) - (B) (4). Eval results: inaccurate stent graft delivery. Endoleak.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approximately seven months ago. Aneurysm morphology was not reported. The aortic arch angulation was average, no calcium and minimal thrombus the thoracic aorta. It was reported that at the initial implant, the physician believes that the stent graft was implanted lower than intended. The physician elected to monitor the pt since at the time, the results were good. Currently there is a proximal type I endoleak filling the aneurysm. The physician elected to implant a talent thoracic 36 mm proximal main device proximally to the previously implanted device. The physician elected to model the stent graft with a reliant balloon. The inaccurate delivery of the stent graft that resulted in a type I endoleak which was resolved. No clinical sequelae were reported, and the pt is fine.